Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definite root cause could not be identified for the adhesives issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of a high-frequency instrument without sufficient distance from the tip. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideosope exhibited burned metal part at the distal end and forceps elevator and peeled objective and light guide lens adhesive. There was no patient involvement.